Event description:
It was reported that this lead exhibited a shock impedance of 165 ohms and advice from technical services (ts) was requested. Ts reviewed the device data and discussed it is recommended to program the device to initial polarity and all shock set to maximum outputs. It was also advised to perform x-ray to assess the position of the lead and any visible impairment. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this lead exhibited a shock impedance of 165 ohms and advice from technical services (ts) was requested. Ts reviewed the device data and discussed it is recommended to program the device to initial polarity and all shock set to maximum outputs. It was also advised to perform x-ray to assess the position of the lead and any visible impairment. The lead remains in service. No adverse patient effects were reported.